Manufacturer narrative:
Result: frayed power cord.

Event description:
It was reported by service report that the footboard lid was cracked and the power cord was frayed. It is unknown if there was patient involvement or adverse consequences to report.